Manufacturer narrative:
Correction: section h2 - follow-up type should have checked with "additional information".

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead was stuck in the patient's heart with unspecified helix rotation issue. The lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events were operation issue and helix mechanism issue. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil.